Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd syringes with the luer-lok¿ tip had white spots on their respective plungers, but the foreign matter wasn't discovered until after use. As reported by the customer, "per reporter, ¿they had two plungers from lot 8148200195 exp 7/31/19 with a white spot on them. The spot remained intact as the plunger would slide".

Manufacturer narrative:
Investigation: one photo was received and evaluated. A single loose 1ml ll syringe was in the photo held in a hand with a needle attached. A small white foreign matter particle was observed to be on top the stopper in the fluid path. It was not possible to determine whether the particle was embedded, attached or loose based on the one photo provided. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect potential root cause for the foreign matter defect could not be determined based on the photo provided. Physical sample is required to evaluate the nature of the foreign matter and to investigate its origin.

Event description:
It was reported that 2 bd syringes with the luer-lok¿ tip had white spots on their respective plungers, but the foreign matter wasn't discovered until after use. As reported by the customer, "per reporter, ¿they had two plungers from lot 8148200195 exp 7/31/19 with a white spot on them. The spot remained intact as the plunger would slide"